Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during monitoring of a patient, the alarm did not sound for a ventricular fibrillation (vfib) event. Details of subsequent patient treatment and outcome were not provided.

Manufacturer narrative:
The reported failure was determined to be the result of the alarm being disabled, prior to the ventricular fibrillation event. The bedside monitor was noted to be operating normally during testing post incident. A philips remote service engineer (rse) worked with the customer and agreed on a change in the configuration to prevent the operators from disabling the ECG/arrhythmia alarms. The device remains at the customer site. No further investigation is warranted at this time.

Event description:
The customer reported that during monitoring of a patient, the alarm did not sound for a ventricular fibrillation (vfib) event. No further patient information was provided.